Manufacturer narrative:
The manufacturer previously reported an issue related to the device's oxygen blending module board and sensor board was observed. The device was returned to a third party service center for evaluation and the issues were confirmed. The device's oxygen blending module board and sensor board were replaced to address the issues.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, an issue related to the device's oxygen blending module board and sensor board was observed. The evaluation of the device is ongoing. A follow-up report will be submitted when the third party investigation is complete.